Event description:
It was reported that there was no pacing output on the implantable pulse generator (ipg). The ipg was explanted and replaced. It was also reported the right atrial (ra) lead dislodged. It was noted there was no capture and high threshold. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID addr03 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).